Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 failed continuously.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.2 had failed. A field service engineer powered off station, replaced drawer controller board on drawer 3.2, released all cubies, rotated row boards front to back (row e moved to front row), performed hardware test application (hta) testing which passed successfully. The system functioned as intended after the field service engineer repaired the device.